Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4568-53 implantable pacing lead, (B)(6) 2001. (B)(4).

Event description:
It was reported that there was low impedance along with a switch to unipolar polarity. The lead remains in use. No patient complications have been reported as a result of this event.